Manufacturer narrative:
Received one used list #14687-15 primary plum set attached to a 250ml bag from the customer for complaint investigation. As received, a small cut was observed on the outgoing tube between the cassette and the y-clave on the returned used device. The deformation on the tube was observed to have smooth straight edges with clean outer lining, typical of a cut.. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The complaint of crack on the tubing can be confirmed due to the observed cut. The probable cause is due to a sharp object during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 date returned to mfg; 11/18/2024. Corrected information can be found in h6 medical device problem codes.

Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported a crack on tube resulted in leakage during infusion. There was patient involvement but unknown patient harm. No additional information was provided.